Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and aneurysm enlargement. (B)(4).

Event description:
On (B)(6) 2009, this patient underwent an endovascular repair of an aneurysmal false lumen using two gore® tag® thoracic endoprostheses. The left subclavian artery was intentionally covered by the devices. During the procedure, a leakage from re-entries was observed. The physician elected to monitor the patient. The patient tolerated the procedure. On (B)(6) 2009, the patient was discharged. Subsequent follow-up imagings showed that the diameter of the aneurysm shrunk to 50mm. The leakage from the re-entries reportedly persisted. On (B)(6) two year follow-up imaging showed that the diameter of the aneurysm enlarged to 80mm. The leakage from the re-entries reportedly persisted. Subsequent follow-up imagings showed that the diameter of the aneurysm shrunk to 54mm. The leakage from the re-entries reportedly persisted. On (B)(6) 2014, five year follow-up imaging showed that the diameter of the aneurysm was 56mm. The leakage from the re-entries reportedly persisted. According to the cro in (B)(6), no further information is available.